Event description:
A penumbra coil detached in the microcatheter while being withdrawn from the aneurysm. The microcatheter proceeded to prolapse out of the aneurysm and a coil loop went into the parent vessel. The physician used a combination of snares and trevo devices to remove the coil from the parent vessels. After the procedure, the patient was following commands and doing great.

Manufacturer narrative:
Device investigation: results: the coil is damaged. The distal detachment tip (ddt) contains the proximal constraint ball with approximately 20 cm of the 40 cm stretch resistant (sr) wire still attached. The pull wire is in the capture feature. The proximal pet lock is not broken on the pusher. These observations are consistent with an undetached coil however; the coil is not attached and is severely stretched. Conclusion: the complaint has been evaluated and confirmed. The coil appears to have been damaged during the procedure. This damage was likely caused during the retraction of the coil into the microcatheter as described in the complaint. If the retraction force is greater than the tensile force of the coil and sr wire material, the excess force may cause of the sr wire to break under tension. The coil appears to have been stretched as a result of retrieval attempts after unintentional detachment due to the break in the sr wire. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.